Manufacturer narrative:
A thorough investigation was performed that determined damages to the lens face was a result of an improper cleaning and sterilization process that caused progressive erosion of the lens material until the metal was exposed. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported their c10-3v transducer had damaged on the lens exposing crystals. This probe is associated with the epiq elite ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer evaluated the transducer to confirm the reported problem and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.